Manufacturer narrative:
Visual examination of the returned device confirmed that the electrode array was in the extended position and also noted physical damage, which included: twisted electrode tines (see figure 1), scraped and displaced insulation. A mechanical evaluation of the device revealed that, although the cannula could move freely within the handle plunger, the electrode array could not be actuated. Dissection and examination of the device handle indicated that the cannula appeared to be properly assembled during the manufacturing process. A review of the device history record revealed no anomalies. Review of the complaint database did not identify any additional complaints reported for the same lot as the suspect device. The september 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Based on the event details, the intended use of the device, and the evaluation results, the inability to retract the electrode tines required additional force by the physician to remove the device from the patient; resulting in the reported bleeding. The cause of the reported device malfunction is undetermined. A CAPA to investigate leveen needle electrode cannula detachment issues in the progress. (See scanned page).

Event description:
It was reported to boston scientific corp that, in 2007, radio frequency ablation therapy using a leveen needle electrode was performed to treat a lung tumor on an adult patient (age, gender and weight are unknown). According to the complainant, after the first ablation ("followed dr's algorithm for lung rfa"; rf energy: 90 watts, duration: approximately 17 minutes), the leveen needle electrode tines failed to fully retract into the cannula during attempted withdrawal of the electrode from the patient. It was reported that, "the patient had bleeding at the withdrawal..." And that, hemostasis was successfully achieved by thermocoagulation. The complainant reported that the patient's condition after the procedure was "no problem."